Manufacturer narrative:
The following day, the account's engineering department checked the stretcher. The nursing department did not know which stretcher was involved with the event. The engineering department was able to inspect 16 of the departments 17 stretchers and found them all to be working as designed. The hill-rom technician went to the account on (B)(6) 2010 and was able to inspect 9 of the 17 stretchers and found them to be working as designed. Cause of this event is unk at this time.

Event description:
Account alleged the pt was transferred from a nursing home to (B)(6) hospital's e.r at 10:00 pm the pt was seen by the hospitals x-ray technician. At 10:10pm, the nurse heard a thud while sitting at the nursing station. The nurse entered the room to find the pt on the floor and the right side rail of the stretcher was in the down position. The pt from the fall had fractured her ci and c2 vertebrae in her neck. The pt is now wearing a neck collar because of the fall.